Manufacturer narrative:
(B)(4). Additional information was received from the distributor. The distributor has confirmed after speaking with the customer that there was no issue with the sample returned by the customer. The customer used the device successfully; thus this complaint will be voided.

Event description:
Complaint description: the md was performing the procedure according to IFU. The md found that the syringe leaked. Another device was used, and the procedure was completed without incident.

Manufacturer narrative:
(B)(4).

Event description:
The medical doctor was performing the procedure according to IFU. The medical doctor found that the syringe leaked. Another device was used, and the procedure was completed without incident.